Event description:
Reportedly, the first clip that was fired scissored and cut the cystic duct. Surgeon had to dissect further down to clean around the cystic duct and clip on the other side of the duct. Case was completed without further injury.